Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020, due to an non-device related medical condition that required MRI scans. The patient was reimplanted with another manufacturer's device during the same surgery.